Manufacturer narrative:
Submit date: 7/13/16. All DHR are reviewed for accuracy prior to product release. Eleven photos were provided by costumer. In the first eight pictures were observed products that not correspond to covidien (baxter set and others). In the last three pictures were observed a blue adapter had a crack on the thread pitch area. Also, the sample returned to the plant for evaluation and came inside a box carton, sample consisted of one catheter palindrome rt and (baxter set and others products that not correspond to covidien), the adapters of the catheter presented signs of use (remains of blood). Visual inspection of the drawing confirmed that the sample belongs to product palindrome rt hub assembly and it observed that the blue adapter had a crack on the thread pitch area at 90 degrees and it had cavity #8, the crack is not located in the line of the two molds. Additionally, the adapter presents marks that could indicate the use of some instrument. Besides, the catheter was cut approx. 0.5 cm below the hub. (See photos attached). Additionally, the unknown caps that were returned with the sample were used for the test. The caps was screwing and unscrewing on the adapters without any problem and did not required much strength. This caps were received new, the original caps/adapters used in the catheter were not received in addition. The sample was damaged by the sales representative when grabbed with forceps before was no mechanical damage seen: however, additional information was requested and it was clarified that the crack on the venous adapter occurred during use. The mechanical damage small signs of the forceps were performed by the sales rep. An ishikawa diagram was used to determine the potential causes for this event. Based on the fishbone diagram, the possible causes were identified: man a) operator failed to follow process and inspection procedures: manufacturing performs 100% inspection for cracked adapters per, qa in-process inspection per procedure and the incoming inspection was performed per procedure. Based on event description the crack was found after being in use for a period of 4 months, this defect was not identified priori to use or during the period of 4 months after implantation. Customer misuse (IFU were not followed causing adapter over tightening): sample and photos were provided by the customer, based on visual inspection, the catheter presented signs of use and the blue adapter was found cracked on the thread pitch area. The crack observed is located far from the mold joint line which could indicate the adapter was subject to mechanical force. The additional adapters provided reveal that our adapters are being used along with other components which may be also interacting in an unknown way. The original used plastic adapters were not provided with the sample received. Given the fact that the catheter was implanted on 10/15/2015 and the hairline crack was discovered 2/15/2016, this indicates the catheter functioned as intended during this time. The instructions for use (IFU) states that the customer has to perform an inspection before using the device: [do not use the catheter if it is damaged or appears defective] and continues, [over tightening catheter connections can crack some adapters]. For these reasons, this potential cause could not be discarded. This reported issue has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations, the adapter returned presented signs of usage and became damaged after being in use. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed causing adapter over tightening. No complaint triggers or trends were identified, no further corrective or preventive actions were required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 02/22/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the venous adapter has a hairline crack, only to be seen when stilted. The patient is fine, there was no harm. The product was tested prior to use. The catheter was implanted on (B)(6) 2016 and the hairline crack was discovered (B)(6) 2016. The cleaning solution used was octenisept alcohol free. The product was repaired with a repair kit. The cuff was not affected.